Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited pace impedance measurements of greater than 2,000 ohms. The health care professional was going to have the patient come into the clinic for lead testing and continue to monitor. Technical services discussed possible causes. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited pace impedance measurements of greater than 2,000 ohms. The health care professional was going to have the patient come into the clinic for lead testing and continue to monitor. Technical services discussed possible causes. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that impedance measurements and isometrics testing was performed with no abnormal values. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited pace impedance measurements of greater than 2,000 ohms. The health care professional was going to have the patient come into the clinic for lead testing and continue to monitor. Technical services discussed possible causes. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that impedance measurements and isometrics testing was performed with no abnormal values. The device was reprogrammed. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a different pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited pace impedance measurements of greater than 2,000 ohms. The health care professional was going to have the patient come into the clinic for lead testing and continue to monitor. Technical services discussed possible causes. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that impedance measurements and isometrics testing was performed with no abnormal values. The device was reprogrammed. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a different pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular lead exhibited pace impedance measurements of greater than 2,000 ohms. The health care professional was going to have the patient come into the clinic for lead testing and continue to monitor. Technical services discussed possible causes. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that impedance measurements and isometrics testing was performed with no abnormal values. The device was reprogrammed. No adverse patient effects were reported.